Manufacturer narrative:
Three pictures were returned showing a stick down on the blue clave of the secondary port of the cassette. The complaint of b line stick down leading to occluded flow can be confirmed based on the returned images. The probable cause is related to a molding error in manufacturing that could lead to crushed spikes on the claves of the secondary port causing stick downs. The lot history was reviewed and the following nonconformity was identified: exception type: ncmr, document ID: (B)(4), lot#: 13659755. Discrepancy: "on (B)(6) 2023, b1 qa found several misaligned spikes while bracketing for bad slits on part# 67-2068, lot 13785988, ncmr 23985. The lot 13785988 used the spikes (part# r1-15562, lot# 13659755) which might cause the misaligned spikes. B1 qa also found window and tip flash on the spike. Total spikes quantity (B)(4) units, including 50 totes at 12,000 units per tote." This could lead to a crushed spike that causes inability to infuse.

Event description:
The complaint/event occurred on an unspecified date in december 2024 and it involved one of the two following products: -primary plum set, 15 micron filter in sight chamber, clave secondary port, 0.2 micron filter, clave y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 272 cm with list number of 140099291 with lot number 13955595, or -primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm with list number of 140019291 with lot number of 13935370. An incident was reported from a faulty b line port during an infusion of a systemic anti-cancer therapy (sact) drug using an unspecified ICU plum 360 infusion pump. The patient received primary fluids, premeds and one sact agent without issue. However, prior to connecting the second intravenous sact agent, the line was back primed but when the pump was set to infuse, the pump alarmed with a fault. After checking, every port, clamp, or bung was intact and was flushing the access device (cannula or PICC) without resistance (as far as possible without potentially exposing patient or staff to exposure to sact drug). It was then discovered that the bung within the blue "b" line had dropped within the chamber which would allow the secondary set to be back-primed into but would not permit flow to the patient because the port was obstructed. As the facility's staff thought this was an isolated incident, they did not investigate further, isolate the potentially affected batch or report the issue at this time. Unfortunately, as the set was contaminated with IV sact it had to be disposed. The fault was reported as within the chamber. There was no actual spillage of sact. Neither of the infusions could proceed via the affected line b sets. They could only back prime. There was no report of any human harm associated with this event.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. The investigation is pending.